Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
The device was returned to cochlear with no information. In response to a request for complete information, the health care facility indicated that the device was explanted due to infection and that the patient was not reimplanted. No additional information was provided.